Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. UDI - lot#06558628 (B)(4). UDI - lot#06476908 (B)(4).

Manufacturer narrative:
Patient's medication's - amlodipine, hydralazine, lovastatin, omeprazole, advair diskus, and albuterol. Additional device implanted and involved: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses ((B)(4)). On an unknown date in 2012, the patient underwent coil a embolization procedure to treat a suspected type ii endoleak. On an unknown date in 2013, the patient underwent coil a embolization procedure to treat a suspected type ii endoleak. On (B)(6) 2015, follow-up imaging identified aneurysm enlargement of 1.4cm. It was reported the physician suspected a type ii endoleak, however, a type ii was unable to be identified. The cause of the suspected type ii endoleak is unknown. On the same day, both devices were reportedly explanted and the patient underwent open surgical repair. The patient tolerated the procedure.